Event description:
The technician alleged that the head of the stretcher will not stay in a flat position, will raise back up as soon as it is lowered. No pt impact.

Manufacturer narrative:
The technician replaced both pneumatic gas springs to resolve the issue.